Event description:
Noise on the atrial and ventricular channels were observed. One episode resulted in hv therapy. It was later reported that the patient expired. The cause was said not to be cardiac related. There is no allegation from a health professional that the death was related to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.